Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the system exhibited noise on the atrial channel and low impedance measurements on the right ventricular channel. A revision procedure was performed, and the system was removed from service and replaced. No additional adverse patient effects were reported.